Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed an outer insulation breach due to a cut. There was blood on the proximal conductor, which was not obstructed by the blood. Blood ingress was also observed on the outer insulation. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was observed on current electrogram with possible loss of capture. A transmission report also noted high capture threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.